Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 46.0-47.8cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion under the svc shock coil was noted at 25.1-25.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 38.1-38.9cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.